Manufacturer narrative:
(B)(4). No conclusion code available. A partial lead with the connector pin measuring 23.3cm was returned for analysis. External insulation abrasion was noted at 11.9-12.1cm from the connector pin, consistent with lead friction to the device can. The etfe coating was intact at this location. Internal insulation abrasion was noted at 17.5-18.5cm from the connector pin. The etfe coating was damaged at this location, consistent with the field observation of noise and inappropriate therapy delivery.

Event description:
This report is to advise of an event observed during analysis.